Event description:
It was reported that the thermal fuse blew on the patient side of the device during setup of hcu40. No patient involvement. (B)(4).

Manufacturer narrative:
The device was investigated by an maquet field service tech. A faulty thermal trip fuse on the heater cooler unit was found. The fuse was reset and successfully tested to factory specifications. A supplemental medwatch will be submitted if additional info becomes available.